Event description:
It was reported that the patient experienced dyspnea and chest discomfort. Loss of capture and loss of sensing were noted on the right atrial (ra) lead. Diagnostic imaging was performed and cardiac perforation by the ra lead was observed resulting in pericardial effusion. The pericardial effusion was addressed by drainage and the ra lead was explanted and replaced. The patient was in stable condition.